Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was initially unable to be interrogated as it was positioned deep in the breast. The breast was lifted and the ipg was able to be interrogated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.